Manufacturer narrative:
Patient gender and weight are unknown. At this time, there is no plan for surgical intervention to address the screw movement. As such, the event has been assessed as a product problem only. Should additional information become available in the future, the event will be re-assessed. Date of post-operative screw movement is unknown. This report is for an unknown quantity of unknown screws. Without a valid part and lot number, the UDI is not available. At this time, there is no record of a revision procedure having been scheduled or performed. The complainant parts are not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) procedure of the rib on (B)(6) 2016. During a routine follow-up appointment (unknown date), x-ray images were taken that showed screw movement. Per the images, an unknown quantity of screws had backed out of the implanted plate. The patient had not reported experiencing any form of pain or discomfort. An additional set of x-rays will be taken at a later date to determine next steps. At this time, a revision procedure has not been scheduled or performed. Concomitant device(s) reported: plate (part/lot: unknown / quantity: 1). This report is for an unknown quantity of unknown screws. This report is 1 of 1 for (B)(4).